Manufacturer narrative:
H.6. Investigation: three photos each displaying the same loose 1ml syringe at different orientations were received and evaluated. It was observed there was no legible scale markings, which was rejectable per product specification. The potential root cause for the missing scale marking defect is associated with the marking process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml ll w/o dn had a sccale marking issue. The following information was provided by the initial reporter: "it was reported that volume markings are missing. Event description per attached email states: the markings on the syringe are incomplete; specifically, the markings for the different volumes are missing.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll w/o dn had a scale marking issue. The following information was provided by the initial reporter: "it was reported that volume markings are missing. Event description per attached email states: the markings on the syringe are incomplete; specifically, the markings for the different volumes are missing."